Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with "verify". It is unknown when this event occurred. It is unknown if there was a patient involved, any reports of patient injury or medical intervention. No additional information is available. During evaluation, the quality engineer assigned the as determined problem code to be fg.117 door. This condition had the potential to interrupt delivery.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a customer reported problem of "verify" was not confirmed or duplicated by baxter personnel. However, the service documentation review confirmed the replacement of a broken door.?therefore, quality engineering has assigned broken door to be the as determined problem. The root cause of this condition was determined to be door - broken/cracked.?the pump head door with required parts were replaced to correct this condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events were related to the reported condition. Should additional information be received a follow-up medwatch will be submitted.